Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type programmer, patient. Product ID: 3 7754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had a nerve block about 2 months ago and is wondering if that was causing the patient not being able to recharge. The patient tried positioning the antenna over the implantable neurostimulator (ins) and was getting a reposition antenna screen. The patient was not able to communicate with both the recharger and programmer. She last recharged about a month ago and the ins was full. No patient symptoms reported. If additional information becomes available, a follow-up report will be submitted.